Event description:
A zoll lifecor patient services rep. Contacted customer support to report that she was helping the patient perform a data transfer when she accidentally dropped one of the battery packs and broke it. The patient's damaged battery pack was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem was confirmed. The plastic end cap of the battery enclosure was broken from the impact. In addition, one or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined but may have been a result of the impact. The battery cells were replaced. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.